Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused ketamine during delivery. The pump started beeping during infusion stated that the infusion was complete but ketamine bag was partially full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, the reported under infusion was reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time. The delivered amount was 42.010 and the error percentage was at 5.025 %. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate. The pressure plate setup was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The customer reported that the bag was still "partially full" however, it is unknown how much remained in the bag and if it was over approximately 5% of the initial volume. IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Flow inaccuracies involving secondary infusions may also have several potential causes related to infusion setup an improperly primed set, including back check valve. The spectrum iq operators' manual contains instruction on proper secondary infusion setup. Should additional relevant information become available, a supplemental report will be submitted.